Event description:
The rptr stated that she did back to back blood glucose tests, using separate finger sticks, and rec'd results of 81 and 234 mg/dl. The tests were done mins apart. No symptoms were reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8